Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The user reported that she dropped the detector with one of the detector corner hitting the floor. The system gave a warning regarding the medium shock for the detector. It is concluded that the detector was dropped by accident (use error). The remote field service engineer (rse) talked to the customer and instructed them to test the detector, the testing was successful. User confirmed that the image quality was good. The system meets the specification for the performed service and is returned to use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detektor dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.